Manufacturer narrative:
Investigation summary: based on the available information, the reported issue of underfill has been confirmed through evaluation of the provided photo. A review of the device history record for the associated lot indicates that all manufacturing specifications and release requirements were met. No definitive root cause could be determined. There is no indication of a systemic manufacturing or quality issue at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.